Event description:
During a clinic follow-up, the device was unable to be interrogated. Upon investigation, a loss of pacing was observed and premature battery depletion was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.